Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, additional malfunction of error e216 was displayed due to a damage r-unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited flashing image, that occurred during set-up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required, updated fields: h2, h6, h11. Corrected fields: h6 investigation coding (c19), h6 investigation conclusion (d14). In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle of the video section cable is broken, and light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause is traced to component failure caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.